Event description:
The customer's mother reported that the customer was hospitalized due to high blood glucose. The reported blood glucose reading was 495 mg/dl. Troubleshooting was performed. The insulin pump passed the prime, high pressure and self tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.